Event description:
It was reported via repair work order that the bed brake and lights were experiencing unintended motion due to cable on the brake switch was disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.